Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -17.0/2.5/156 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a same size lens, implanted vertically due to refractive surprise. The problem was resolved. Cause of the event is unknown. Status of the eye is, "ok."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5 - the lens was exchanged with a same model and length lens on (B)(6) 2023 due to refractive surprise. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).